Event description:
The reporter states that he obtained the blood glucose comparison of 318 mg/dl and 78 mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. The reporter is not sure if he treated himself. No adverse event reported. New system sent to customer and return requested.